Event description:
Another co received an e-mail message from the pt stating that he obtained inaccurately low blood glucose readings with test strips. The other co forwarded the e-mail message to co. The co rep obtained the following info from the pt: the pt a type ii diabetic who administers oral medication, reported inaccurately low blood glucose readings with test strips, lot 1j514a. The pt has performed side by side blood glucose comparison using a second test strips (lot 630732a, code 7, exp. 10/98) and the first test strips. ( pt cannot remember specific amount of side by side comparison performed). Each time, the blood glucose reading obtained with the first test was approximately 50 mg/dl lower than the reading obtained with the second test strips at the same time. On 1/2/97, the pt performed a side by side blood glucose comparison and obtained a blood glucose reading of 251 mg/dl with the second test strip and a reading of 157 mg/dl with the first strip. With the rep, the pt obtained a blood glucose reading of 132 mg/dl with the second strip and a reading of 75 mg/dl with the first strip. The pt's meter was set to the appropriate code when all tests were performed. The desiccant is in the first strips bottle. Also with the rep, the pt obtained a check strip test result of 83 versus a check strip range of 73-98. The pt's normal control solution is expired. He stores the test strips in his bedroom.